Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4).

Event description:
During device evaluation failure code 810:11 was found in the event history due to an out of calibration air-in-line printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
Additional information: during review of the event history it was determined that the reported condition occurred on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been serviced by baxter prior to this event. A device history was performed and no exceptions, nonconformance, or rework occurred during the manufacturing of this device. (B)(4).